Event description:
It was reported that, while the customer was playing volleyball, the pump touch screen became cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to insulin pens for insulin therapy.